Manufacturer narrative:
(B)(4). The patient was a preemie and the event occurred in the neonatal intensive-care unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set leaked from its air filter. The report indicated that this occurred during infusion of total parenteral nutrition solution using a peripherally inserted catheter line and a non-baxter pump. The pump reportedly had no issues. Prior to the event, the filter was placed vertically and no issues were visually noticed with the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed without noting any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.